Event description:
Varian medical systems aria emr displays incorrect info about the delivery of radiation therapy. Error occurs when a routine event occurs that momentarily interrupts treatment. The gantry angle and field size is then reported to have been different than the planned position without any other warning. The actual treatment was delivered accurately.